Manufacturer narrative:
The customer did not have any concerns regarding instrument hardware and they did not require/request an on site service visit. No root cause can be determined with the data supplied for this event.

Event description:
The customer reported that erratic toxoplasma immunoglobulin g (tox igg) results, as well as a false positive toxo igg repeat result, were generated on an access 2 immunoassay system for one patient. The customer stated that they only reported out the 'non-reactive' repeat test result and there was no death, serious injury or change to patient treatment in connection to this event. No actual patient result data, specific patient information or sample collection/handling information was provided by the customer. Quality control was performing within the customer's established ranges on the date of the event. System checks performed during the timeframe of the event all passed within instrument specifications. No other patient results were in question.